Event description:
It was reported that a 22 year old male patient passed away on (b)(6) 2026 while in reanimation. The patient was reported to be wearing an Omnipod 5 Pod at the time of death. According to the information provided to Insulet Representative by the initial reporter (Healthcare Facility), on an unconfirmed day, the patient switched their Omnipod 5 system to Manual mode (i.e. open loop), and commanded 3 correction bolus of 10 units of insulin. According to the initial reporter, the patient did not use an insulin pen in addition to the bolus provided by the Pod, and the Pod was not changed. According to the additional information received from the Prestataire (b)(6), on (b)(6) 2026 (date to be confirmed), the patient suffered from dehydration due to a "very hot" and unsuitable work environment. According to the information received from the Healthcare Professional (initial reporter, Dr (b)(6)) on (b)(6) 2026, the patient was treated at their residence by the SAMU, was not treated at (b)(6), contrary to what was initially reported by the initial reporter and prestataire. The patient was immediately transferred to Hospital of (b)(6) and admitted in their reanimation services. On (b)(6) 2026, the hospital of (b)(6) confirmed the patient deceased while in reanimation on (b)(6) 2026. According to the information received from the Prestataire, the patient was reportedly brain-dead upon arrival at the emergency department. According to the information received from the Healthcare Facility (initial reporter), the patient's pH was measured at 6.83 (date and time of the measurement were not reported). The patient's blood glucose level was not provided. Last reading visible on Glooko XT graph is 359 mg/dL on (b)(6) 2026, around 05:00 - Blood Glucose (BG) graph then shows steady increase of BG levels, reaching 500 mg/dL after 10:00.According to the information provided by the Prestataire, the patient started using an insulin pump system in 2009, the Omnipod Dash in (b)(6) 2025 and the Omnipod 5 system in (b)(6) 2026 (exact date was not provided). According to the information received from the Prestataire, the preliminary assessment indicates that the Omnipod 5 device does not appear to be implicated in the reported event.The Pod and CGM sensor are unavailable, they have been reportedly removed and discarded at the emergency department. Product information associated with the CGM sensor is reportedly not available to the Prestataire. On (b)(6) 2026, it was reported that the Prestataire will contact the patient's father to retrieve the Omnipod 5 Controller. On (b)(6) 2026, it was reported that the Omnipod 5 Controller will be collected by the service provider on (b)(6) 2026 and returned to Insulet. On (b)(6) 2026, Insulet received confirmation from the Prestataire the Controller was retrieved and is available for return. The retrieval of the controller for return to the Insulet Investigation Lab has been scheduled.The prestataire reported to Insulet that Dr (b)(6), head of the Diabetology service at the hospital of (b)(6), and Dr (b)(6), as Diabetologist of the patient at the hospital of (b)(6), were involved in the patient¿s care. As of today, no further information has been received. Several attempts have been made in collaboration with Abbott to obtain further details on the event. As of today, no response has been received. Additional information will be provided by the Prestataire to Insulet. Should any relevant additional information be received, Insulet will submit a supplemental report. Abbott was informed on the incident on (b)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. Lot Release records were reviewed and the product lot met all acceptance criteria. Cloud data from the user for the period of (b)(6) 2026 - (b)(6) 2026 was downloaded and reviewed. Review of the cloud data found that a pod was activated on (b)(6) 2026 at 05:16 after the previous pod reached its expiration time of 80 hours. After the pod was activated, the system was put into Automated Mode. While in Automated Mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. At 06:37 and 07:57 on (b)(6) 2026, Urgent Low Glucose alerts were correctly generated due to the estimated glucose values decreasing below 56 mg/dL. The system remained in Automated Mode until 14:56 on (b)(6) 2026 when an Automated Delivery Restriction alert was generated due to the automated algorithm delivering the maximum microbolus amount in response to increasing and high estimated glucose values. The alert was acknowledged at around 14:57 on (b)(6) 2026, resulting in the system transitioning to Manual Mode. While the system was in Manual Mode, the system was correctly delivering the user's manual basal program regardless of the estimated glucose values received. A 288 mg/dL sensor reading was loaded into the bolus calculator to program a 0.05 U correction bolus, which began delivery at 14:57 on (b)(6) 2026. Correction boluses of 0.05 U, 5.80 U and 0.80 U were programmed and delivered starting at 14:57, 17:58, and 18:31 on (b)(6) 2026 respectively. The system was switched into Automated mode at 18:31 on (b)(6) 2026 until the system transitioned to Automated Mode: Limited at 19:16 on (b)(6) 2026 due to four consecutive cycles of missing sensor values due to a temporary sensor error. While in Automated Mode: Limited, the system correctly delivered Safe Basal, which is the lower of the user's manual basal program and adaptive basal rate. The system switched back to Automated Mode once the pod received valid sensor values at 19:31 on (b)(6) 2026. At 20:07 and 20:42 on (b)(6) 2026, Urgent Low Glucose alerts were correctly generated due to the estimated glucose values decreasing below 56 mg/dL and remaining low. At 20:45 on (b)(6) 2026, 150 carbs were entered into the bolus calculator to program and begin delivery of a 16.65 U meal bolus. At 10:17 and 14:47 on (b)(6) 2026, Urgent Low Glucose alerts were correctly generated due to the estimated glucose values decreasing below 56 mg/dL and remaining low. Additionally, at 13:12 on (b)(6) 2026, a notification was generated indicating that the user's sensor expires in 1 day. The system transitioned to Automated Mode: Limited at 15:21 on (b)(6) 2026 due to four consecutive cycles of pod-sensor connection loss. During this stretch in Automated Mode: Limited, the system did not deliver Safe Basal, as the automated algorithm had suspended insulin prior to the transition due to low estimated glucose values and the system was not in Automated Mode: Limited for 40 minutes or longer after the transition. The system switched back to Automated Mode once the pod received valid sensor values at 15:56 on (b)(6) 2026. The system remained in Automated Mode until 21:51 on (b)(6) 2026 when an Automated Delivery Restriction alert was generated due to the automated algorithm delivering the maximum microbolus amount in response to increasing and high estimated glucose values. The alert was acknowledged at around 22:41 on (b)(6) 2026, resulting in the system transitioning to Manual Mode. A 1.55 U correction bolus began delivery at 22:38 on (b)(6) 2026 using a sensor value of 292 mg/dL, and 17.20 U correction and meal bolus began delivery at 23:14 on (b)(6) 2026 using a sensor value of 276 mg/dL and carb entry of 150 grams. Another correction bolus of 5.60 U began delivery at 05:09 on (b)(6) 2026 using a sensor value of 359 mg/dL. The system was switched to Automated Mode at around 05:16 on (b)(6) 2026 and remained in Automated Mode until 08:46 on (b)(6) 2026 when an Automated Delivery Restriction alert was generated due to the automated algorithm delivering the maximum microbolus amount in response to increasing and high estimated glucose values. The alert was acknowledged at around 10:35 on (b)(6) 2026, resulting in the system transitioning to Manual Mode. A 10.00 U bolus began delivery at 10:35 on (b)(6) 2026, which was manually programmed with no sensor or carb values provided. The system remained in Manual Mode for the remainder of use, correctly delivering insulin according to the user's basal program. Instances of pod-sensor signal loss occurred; however, this did not impact insulin delivery as the system was operating in Manual Mode. Two additional 10.00 U bolus began delivery at 12:33 and 12:50 on (b)(6) 2026, which were both manually programmed with no sensor or carb values provided. A notification was generated at 13:12 on (b)(6) 2026 indicating the user's sensor expired. Sensor values were not available for the remainder of use due to a new sensor not being paired after the sensor expiration. Notifications were generated at 05:12 and 12:12 on (b)(6) 2026 alerting the user to an imminent pod expiration, and a pod expiration alarm was generated at 13:12 on (b)(6) 2026. A new pod was activated at 13:55 on (b)(6) 2026, after which the system entered Manual Mode. The new pod was not paired with a sensor. The last cloud record was generated at 14:55 on (b)(6) 2026, indicating the system was not in active use after this timestamp. Comparison of all bolus records to the patient history buffer data found that the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively and completely delivered by the pod. No evidence of a failure of the system to deliver insulin as expected was observed in the available cloud data.The investigation is ongoing and Insulet is attempting to recover additional details. Insulet is in contact with the Healthcare Facility and Prestataire. If additional information is received, Insulet will submit a supplemental report and conduct all possible investigation.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: L2+.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.